Manufacturer narrative:
H3: device evaluation anticipated g4: PMA/510(k): exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, two perc ncircle nitinol tipless stone extractor's exhibited sticking issues with the grasper handles when the user attempted to grasp them within an unspecified scope. The issue was identified during the unspecified procedure. The physician opened a new perc ncircle nitinol tipless stone extractor device and successfully completed the case. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.